Event description:
It was reported that one controller exhibited controller fault alarm due to depleting internal battery and ventricular assist device (vad) disconnect alarms. It was also stated that a second controller exhibited unexpected loss of power and vad disconnect alarms. It was stated that there were persistent alarms. The first controller was exchanged and the second controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: brand name: heartware ventricular assist system ¿ controller 2.0 / model #: 1420/ catalog #: 1420 / expiration date: 30-apr-2018 / serial or lot#: (B)(4) / UDI #:(B)(4) / device available for evaluation: no / device evaluated by MFR: no, device evaluation anticipated, but not yet begun / mfg date: 30-apr-2017 / labeled for single use: no / (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Product event summary: two (2) controllers (B)(6) were not returned for evaluation. Raw log files were not available for analysis. Review of the available autologs report revealed one (1) controller fault alarm associated with (B)(6) logged on 27-mar-2022 at 11:28:21. It is likely the observed controller fault alarm was related to the reported persistent alarm. Of note, based on information provided on the autologs report, the controller was in use for more than two (2) years. Additionally, the available autologs report revealed two (2) vad disconnect alarms associated with (B)(6) were logged since 27-mar-2022, likely due to the reported controller exchange and troubleshooting. Review of the available autologs report revealed a controller power up event with an associated pump start event logged on 27-mar-2022 at 12:12:50 and five (5) vad disconnect alarms associated with (B)(6) . Based on the available information and the reported event details, the controller power up event and vad disconnect alarms were most likely due to a controller exchange. Raw log file were not available for analysis. As a result, the reported controller fault alarm, vad disconnect alarms, and controller power up event was confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the vad disconnect alarms can be attributed but not limited to a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or a controller exchange. Based on the available information and the reported event details, the controller power up event was most likely due to a controller exchange. (B)(6) ¿ controller 2.0 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.